Event description:
The rep further clarified that the infection had resolved. The patient was going to be consulting the physician again about another implant. There was no further information to provide.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, lot# 0208220929, product type: lead. Product ID: 3708660, lot# nkn074861v, product type: extension. Product ID: 3387-28, lot# 0208220933, product type: lead. (B)(4).

Event description:
The patient reported via the company representative (rep) that everything was working fine with the implant until he developed an infection in the springtime. The infection first started near the implantable neurostimulator (ins) and then spread up onto the wires. The patient was hospitalized. The patient could not figure out what the infection was. The doctor capped off electrodes and six weeks later the patient developed another infection. The electrodes had to be removed. Now the patient was back at square one, trying to figure out what the infection was from. It was noted the issue was not resolved at the time of this report. The patient was starting to begin the process again to get another system implanted. A list of components of the deep brain stimulation (dbs) system was requested. The patient wanted to ensure that he does not have any sensitivity to any of the components. Additional information has been requested to obtain the outcome of this event. If additional information is received, a follow up report will be sent.